Event description:
It was reported that the user experienced recurrent low glucose while using the ilet system, including a reported nadir of 52 mg/dl with nausea, disorientation, difficulty correcting with oral carbohydrates, and self-initiated pauses of insulin delivery; a factory reset and full setup were performed, including cgm pairing, infusion set connection, and weight entry, with user education on meal announcements and pausing. Symptoms included low blood glucose with associated nausea and disorientation. Outcomes included user-performed treatment with oral glucose and temporary interruption of insulin delivery.

Manufacturer narrative:
Investigation included user interview, troubleshooting, and device setup guidance. Investigation of this case revealed normal device setup functionality after the reset and that user education on operating practices was provided. It was concluded that the event was consistent with hypoglycemia without evidence of device malfunction, with mitigation through user guidance and system reinitialization. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.